Event description:
It was reported that during the surgery there was a rf interference issue on the lens integrated system, there was a image dropping and black screen. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed in conjunction with an rf generator and the reported malfunction was not observed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.